Manufacturer narrative:
The customer reported on march 04, 2024, about cassette test failures during high-rate infusions which they could not subsequently duplicate (complaint (B)(4)). The customer later followed up by reporting on april 08, 2024, that beginning the morning of (B)(6) their medical intensive care unit (micu) experienced multiple pump failures for a single patient while infusing norepinephrine and phenylephrine at near the maximum allowed dosages. The event/alarmlog (eal) for ¿pump # 999-94335, serial # (B)(6), (B)(4) = battery failures¿ covered the dates feb 21 (07:33 am) thru feb 23 (07:33 am). Engineering reviewed this eal. Engineering reports that ¿replace battery¿ occurs when the pump detects that the battery is draining faster than expected over 3 consecutive full power cycles indicating the battery is approaching the end of life and needs to be replaced. Further, once the warning condition is met, the pump is designed to continue raising the alarm whether the pump is plugged into alternating current (ac) or not. Engineering evaluates that the eal report does not support the conclusion that the battery failed (as reported by the customer). Rather, the logged alarms give a warning that the battery is ¿approaching¿ the end of life and provide time for the customer to replace the battery in an orderly fashion. Engineering evaluates whether the pump is operating correctly per design. Engineering recommends the customer replace the battery, per the plum technical service manual (tsm) before continuing the use of the device. A 12-month service history review did not indicate any similar events. D9 - device available for evaluation: no.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a plum 360¿ infuser unexpectedly shutdown during patient use. It was stated in the report that in the beginning at approximately 0830 in the morning, micu experienced multiple intravenous (IV) controller pump failures in bed 6 patient. Multiple IV infusions concurrently with this very unstable patient. The medications infusing that have experienced the failures are norepinephrine and phenylephrine and are running at near maximum allowed dosages. These alerts did occur during patient use. An event log was provided showing battery failure. All 5 pumps associated with the pump errors have been sent to biomed for investigation. There have been 2 with battery failure and 3 with cassette failure. Registered nurse (rn) is remaining at the bedside with an extra pump at the ready to replace it if there are further issues. Also requested IV cassettes of a different lot # from materials to determine if this may be an issue with a particular batch of cassettes. At this time the IV pump and medications are infusing without any issues and the patient is stable. There was no patient harm reported.